Event description:
Country of complaint: (B)(6). During a laparoscopic appendectomy with a gk 398 it came to an burning on the patients bowel. According to the surgeon this caused by an defect on the gk 398. Current no more info available.

Manufacturer narrative:
Mfg site eval: outwardly insp: the electrode arrived decontaminated and in a bad condition. It is clearly visible, that the shaft is bent and the shaft displayed burn marks. Microscopic insp: under the microscope it can be seen that a part of the shaft insulation is chipped off. In conjunction with rf-energy, this lead to the burned surface. Root cause analysis: the root cause for insulation defects like this are handling related to micro-cracks in the plastic insulation. Bending the shaft and rough handling during decontamination can provoke such cracks. In the case at hand the electrode was bent in the proximal area and cracks seen microscopically. The hook area also displayed micro-cracks and bending, when viewed under magnification. Conclusion: damages as in the present case enable the irruption of moisture, during decontamination. Through capillary action, moisture accumulated between the electrode and insulation. During the operation the moisture evaporated and, because of the pressure between electrode and insulation, the insulation chipped off, shorted and arcs arose. These are user related issues.